Event description:
Add'l info received from MFR 4/24/03: co was unable to perform any failure analysis or laboratory testing of the device listed in the report because there was no sample received from the customer. In addition, co was unable to follow-up with the customer because they requested anonymity on the report. The packaging lot number provided with the report allowed the co to review the manufacturing related records. Unfortunately, co was unable to confirm the complaint or determine a manufacturing or design related cause for the reported event. Co's instructions for use includes a note of caution that states, "after deployment of the tissue marker, the flexible applier and flexible introducer should easily pull out of the probe. If resistance is encountered during removal, remove the entire probe/driver assembly (containing the flexible applier and flexible introducer) from the percutaneous site."

Event description:
Dr using tissue marker noted that part of the sheath was torn while being deployed in the pt's breast. It did not show up on x-ray. No other pt consequence.